Event description:
It was reported that the patient experienced an Insulin Flow Blocked alarm. The patient subsequently experienced hyperglycemia of 279 mg/dL. which was treated with a set change and insulin bolus on (b)(6) 2026.

Manufacturer narrative:
Name: Medtronic Minimed,Country: United States of America,Street: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325-1219.  Based on the available information, this event is deemed to be a reportable Serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.